Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during local lung resection, while cutting the lobe, the device was not able to fire. The surgeon was able to press the green button but couldn't squeeze the handle. Surgeon replaced the device in order to resolve the issue. No patient injury.